Manufacturer narrative:
Operator of device: patient/consumer. Brand name are unknown; no additional information has been received. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient noticed a slight leakage of product from the tubing. The pump was stopped with four hours and twenty minutes of administration remaining.